Event description:
It was reported that a customer experienced difficulties with the wake button on their pump, where it required being pressed very hard to operate. There was no reported impact on the customer's blood glucose level. The pump was confirmed to be faulty, and arrangements were made for its return to the distributor, with a replacement pump serial number provided.